Manufacturer narrative:
B3 - date of event: used 06/10/2023 as the only information provided was that the event occurred a year after the procedure date.

Event description:
It was reported that stent fracture occurred. The greater than 30% stenosed target lesion was located in the superficial femoral artery. A 6 x 120 x 130 innova stent was advanced for treatment. However, one year after the procedure, the stent was fractured. The stent still remains in use. There were no complications reported and the patient condition was stable.